Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 54 mg/dl. The customer suspected that their basal rates were too high and stated they would follow up with their healthcare provider. The customer went to the emergency room (ER) where they drank 2 cups of cranberry juice to address the low. Reportedly, the customer left the ER after 6 hours with a bg of 130 mg/dl.